Manufacturer narrative:
Event date: 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from forty (40) minicaps. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Twenty-nine (29) devices were received for evaluation with the aluminum foil peeled. A visual inspection with naked eye identified sponge found fully separated from the cap. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. Eleven (11) devices were received for evaluation with the aluminum foil peeled. A visual inspection with naked eye was performed with no issues noted; however, the product failed to meet specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.